Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coil could not be advanced into the microcatheter. A 22mm x 60cm interlock was selected for use. During the procedure, it was noted that the coil could not be advanced into the microcatheter. The procedure was completed with another of the same device. There were no patient complications reported and patient was stable. However, device analysis revealed that there was a missing fiber bundles.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil, pusher wire and introducer sheath were returned for this complaint. The main coil and the pusher wire were interlocked within the introducer sheath. The introducer sheath was inspected, and no damages were noted. The twist lock was opened and the pusher wire was found to be kinked. The main coil was also found kinked and stretched. The delivery/pusher wire was advanced through the introducer sheath; however, it was not possible to continue advancing, as the coil was stuck. The introducer sheath was cut, in order to release the main coil. The zap tip was inspected and had a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. The proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. The dimensional inspection revealed that the outer diameter (od) at the zap tip and primary coil were found to be within specification. However, the number of fiber bundles were missing, due to the stretched coil condition.